Event description:
It was reported that a balloon kyphoplasty was performed on a patient at the t6 level to treat a vertebral compression fracture. The surgeon attempted to insert the ibts (inflatable balloon tamps) into the vertebral body, however, both ibt's failed to advance down the distal tip of the working cannula. Reportedly, after several attempts, the surgeon re-drilled and rubbed saline on the ibts in an effort to lubricate and assist in insertion but neither ibt would advance through the distal tip of the working cannula. A new kit was used to complete the case successfully. No patient complications were reported.

Manufacturer narrative:
(B)(4). Hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.